Manufacturer narrative:
Upon disassembly for visual inspection the rotor was stuck in the motor, the housing was the old style and the bearings on driveshaft and the spindle housing were damaged. Additionally the unit was put together with the wrong loctite indicated that the previous work on this device was a third party repair.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.